Event description:
Healthcare professional report patient (pt) receiving hemodialysis on meridian device. Pt weighted in at .2 kg above dry weight. Goal weight to be removed was 2.5kg, hcp stated that pt dry weight was being challenged. Approximately 45 minutes into the treatment, pt blood pressure dropped and hcp reset the goal weight to be removed to 1.2kg. Approximately 3 1/2 hours into the treatment, pt was noted to have some seizure activity occurring and an increase in blood pressure. The normal saline rinse back was administered and pt fully recovered, treatment was terminated. Physician had pt transferred to the hospital emergency room for observation. Hcp stated that no medical intervention was necessary and no pt injury resulted from this event. Hcp reported pt was not admitted to hospital and was released after 23 hours of observation with no further seizure activity to report. Hcp does not contribute the seizure activity to the meridian device. As of 12/07/00, hcp reported pt has been seen in the clinic since this event and stated pt feels fine.